Event description:
Same case as MDR ID# 2134265-2014-05160 and 2134265-2014-05149. (B)(4). It was reported that chest pain occurred. On (B)(6) 2014, the patient was presented due to shortness of breath, intermittent dry cough and obstructive sleep apnea which was diagnosed as pneumonitis. The patient was hospitalized on the same day. Three days from admission, the patient experienced atypical chest pain which was diagnosed as unstable angina. Coronary angiography was performed and revealed 95% restenosis of the previously placed 2.75 mm x 8 mm taxus stent (in april 2011) and the 3.0mm x 12 mm ion¿ stent located in mid lad. The lesion was then treated with balloon angioplasty using a 2.25 x 12mm emerge balloon catheter. However, post inflation, the patient complained of chest pain which was treated with intravenous (IV) nitroglycerine. The chest pain was resolved and the physician then deployed a 2.5 mm x 16 mm and 2.5 mm x 20 mm ion¿ stent in an overlapping manner. Following post dilatation, residual stenosis was 0%. Six days post procedure, the event was considered resolved with residual effects and patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2014-06058. It was further reported that the chest pain occurred post inflation of a 2.25 x 12mm emerge balloon catheter was due to spasm.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).